Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 2 of 4. The rn stated the patient was still connected to the hc. The rn confirmed the supply bags were empty and there was only solution in the heater bag. The technical service representative (tsr) confirmed with the rn that none of the bags had come undone. The tsr explained se 2240 indicates a large amount of air has entered setup. The tsr assisted the rn to clear the alarms. The rn confirmed she would reset the hc with a new cassette and bag. The tsr reviewed proper procedures per the user manual with the rn. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Additional information will be provided upon completion of baxter's investigation.

Manufacturer narrative:
(B)(6). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. A batch review was not performed because the lot information was not known. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
In response to (B)(6) hospital's (B)(6) received on august 9th, 2010. (B)(6) re-in serviced the operating room nursing staff on (B)(6) 2010 on how to properly operate the emergency brake release. The operating room staff agreed that the table did not fail. One of the staff, by mistake, opened up the emergency brake release valve. During the operating room procedure, no one realized that the brake system had been opened. There was a pt on the table when this happened and was not injured or compromised. (B)(6) rep re-in serviced all the shifts in labor and delivery on (B)(6) 2010 and made sure that all nursing staff were properly educated with our 6701 table, and the accessories associated with the table.